Event description:
Upon initial use of the kii fios first entry trocar, a small sliver of yellow foreign material was discovered via laparoscope. Trocar immediately removed from pt and new trocar used. Foreign material was still located in the trocar after removal. No harm to pt.